Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown, which led to customer experiencing high blood glucose, although specific value was unknown and only displayed as ¿high.¿ there was no reported need for outside medical assistance, and no additional information was received regarding any further impact to the customer¿s blood glucose level. Customer delivered correction bolus using pump, resumed insulin after shutdown, and was educated that insulin on board and maximum hourly bolus reset to zero when pump turned off; customer was also instructed to uninstall and reinstall mobile app and re-pair pump when able, and was informed that manufacturer was aware of battery issue and working on future software solution, with customer advised to call back if problem persisted.